Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned photo, observed safety mechanism was not fully activated; hence from the returned video, showed the tip shield was manually pushed through the cannula and was able to be activated properly; no safety activation failure was observed. As current control, there are functional test to check and detect safety activation failure. As no sample is returned for evaluation, root cause could not be established.

Event description:
Material #: 386862. Batch#: 3327350. It was reported by customer that needle did not safety. Verbatim: complaint received via email(s) attached. Needle did not safety.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc needle retraction failure. It was reported by customer that needle did not safety. Verbatim: complaint received via email(s) attached. Needle did not safety.